Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. No moisture damage found inside the pump. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and could not clear the alarm with the esc and act buttons. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture because the insulin pump was inside his swimming shorts while swimming. The customer stated that the insulin pump was slightly wet but overall dry. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.